Manufacturer narrative:
There were no patient complications resulting from the alleged incident. An investigation will be conducted and a follow-up medwatch will be submitted if additional information is received.

Event description:
A report received states that the valve leaked from the top during bypass with blood loss between 30cc and 50cc. The valve was replaced. No patient complications were reported at this time.

Manufacturer narrative:
The device was evaluated and it functioned as intended. The device is intended to relieve pressure at negative pressure of -150mmhg and positive pressure build up of +340mmhg (avg). Leaking was observed from the pressure relief valve under the hood at approximately 10.07 psi (520.76mmhg) which is within the acceptable range. A DHR review was conducted and no anomalies were found.